Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a peripheral percutaneous transluminal angioplasty procedure was performed using a chocolate 014 pta balloon in the mid superficial femoral artery to treat a fibrous lesion with approximately 60% stenosis, with moderate tortuosity and moderate calcification noted. The balloon was inflated using an inflation device. After balloon inflation, removal difficulties were encountered, including difficulty removing the balloon and inability to withdraw the balloon back into the crossover sheath. The balloon and the crossover sheath were removed together from the body. No patient symptoms or complications were reported, and the patient was reported alive with no injury. No patient complications have been reported as a result of this event.